Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm and also had issue with button. The customer¿s blood glucose level was 161 mg/dl at the time of the incident. Customer stated insulin pump had insulin no delivery alert and insulin was exited. Troubleshooting was performed. The insulin pump will not be returned for analysis.